Manufacturer narrative:
Corrected h6(methods, results, conclusion), h10. A review of the device history record for (B)(6), was performed from the date of manufacture (B)(6) 2017, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
The customer reported an unspecified issue with the keypad and safety clamp. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported an unspecified issue with the keypad and safety clamp. There was no patient involvement.